Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
On (B)(6) 2004: operative report: admitted 7 days prior, extensively worked up for complaints of left upper <(>&<)> lower extremity weakness, some facial sensation <(>&<)> increasing difficulty ambulating. All testing was negative except MRI-significant stenosis c5-c6. Small tear of central disk on right side at c4-c5, but not very significant. Stenotic level appeared to be c5-c6 from disk bulging ossified spur. Multiple evaluations by neurology <(>&<)> neurosurgeons agreed on myelopathy, evidence of hyperreflexia, radiculopathy with pain radiating from neck down to his fingers on left side. Cannot explain all of the symptoms based on the findings. Operative diagnosis/ findings: cervical myelopathy, anterior cervical spinal stenosis. Large osteophytic bur contributing to the stenosis, thickened posterior longitudinal ligament, combination of bur <(>&<)> ligament thickening created considerable cord flattening. Procedures: cervical dissection c5-c6, anterior cervical arthrodesis c5-c6. End plates decorticated <(>&<)> prepared for cortical cancellous acf cell biomechanical allograft spacer-implanted. Fixation, anterior cervical plate with low profile plate system 14mm screws. Good purchase of graft <(>&<)> plates. No complications. On (B)(6) 2006: h<(>&<)>p: no significant benefit from c5-c6 fusion, recent months feels worse with persistent, increasing pain in neck extending down to left hand greater than right with numbness <(>&<)> weakness. Trouble with fine motor skills including buttoning as well as gait disturbances <(>&<)> staggering. Normal sensation <(>&<)> strength 5/5 in bilateral upper extremities. Medications: cyclobenzaprine, meloxicam. Diagnostic studies (type not mentioned) healed c5-c6 fusion. C6-c7 central right disk herniation with spinal cord stenosis. On (B)(6) 2006: diagnosis: c6-c7 herniated disk <(>&<)> spinal stenosis with myelopathy. Procedures: c5-c6 anterior cervical plate removal. C6-c7 anterior cervical discectomy, posterior annulectomy <(>&<)> bilateral neural foraminotomy. <(>&<)> spinal cord decompression. 7mm convex cage filled with 0.6mg of bone morphogenic protein appropriately prepared on the back table was impacted into place. Anterior cervical plate placed 2 screws into c6 <(>&<)> 2 screws in c7. X-ray confirmed appropriate position of implants, although c7 could not be well visualized due to patient's broad shoulders. Hardware used- 0.6mg of bone morphogenic protein- no brand or other identifier's provided. No complications. On (B)(6) 2007: h<(>&<)>p: progressive symptoms of pain in thoracic lumbar spine <(>&<)> bilateral leg weakness. Prior cervical fusion with improvement of neck <(>&<)> arm symptoms. Reports trouble with balance. Diffuse pain in thoracic <(>&<)> lumbar spine. Strength isgrossly intact. Reflexes reduces symmetrically in bilateral patella <(>&<)> achilles tendons. MRI scan revealed thoracic spinal stenosis t2-t3. On (B)(6) 2007: bilateral t2 laminectomy with removal of spinous process, bilateral partial laminectomy, complete ligamentum flavectomy, hypertrophied facet joints in canal were identified <(>&<)> bilateral facetectomy was performed to relieve spinal cord pressure. Gelfoam with thrombin utilized for hemostasis <(>&<)> a deep subfascial drain placed. No complications.